Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer believed that there was a possible sample quality issue. For the patient sample with the questionable results, the results obtained are consistent with air bubbles in the sample. Qc results were acceptable. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable results for 1 patient sample tested on a cobas b 221<6>=roche omni s6 system. From the data provided, there were questionable results for total hemoglobin (t hb), methemoglobinemia (methb), oxygen saturation (so2), partial pressure of oxygen (po2), and sodium (na). The results in question were reported outside of the laboratory. There was no allegation of an adverse event.